Event description:
IV nurse was placing a central line in the patient. When prepping the line for insertion, she found a hub defect. She opened another kit and placed that catheter instead. Defective catheter bagged and sequestered.